Manufacturer narrative:
(B)(4). Batch # u5ah87. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45g reload (a) loaded in the device. The reload was received unfired, additionally, a reload (b) was received fully fired, a reload (c) was received fully fired and with damage on reload deck, and a reload (d) was received partially fired 1/2 with the reload deck damaged. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that product failure is multifactorial. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a vats procedure, while firing across the bronchus, the bronchus ripped. He repaired with a patch and suture noting that the bronchus was heavily calcified and he fired at an angle. There was no reported post-op patient consequence and no change to post-op care of patient.